Manufacturer narrative:
The insertion post is removable from the dental implant. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant.